Manufacturer narrative:
No further information was provided. The patient remains ongoing on the lvad with a replacement system controller. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient's system controller was exchanged due to unspecified alarms. No further information was provided.

Manufacturer narrative:
Section h3: additional information. Manufacturer's investigation conclusions: the reported event of "alarms" was not confirmed. The controller event log file downloaded from the returned system controller (serial number: (B)(6), contained approximately 18 hours of data (19:03:56 on (B)(6) 2020 ¿ 13:25:32 on (B)(6) 2020, per the timestamp). The downloaded controller periodic log file contained approximately 10.5 days of data (B)(6) 2020 ¿ (B)(6) 2020, per the timestamp). The data in the log files did not indicate any issues with the system controller. The driveline was disconnected at 13:24:47 on (B)(6) 2020 to exchange the system controller. The only alarms captured in the log files prior to the driveline being disconnected were routine power cable disconnect alarms associated with power source exchanges. The pump maintained a speed above the low speed limit while the driveline was connected. The returned system controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The controller functioned as intended during analysis. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) cover all alarms (visual and audible), and the actions to take if the alarms cannot be resolved. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) both caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.